Event description:
Cracks at the inner side of the grip parts were found upon inspection of the returned loner kit from the hosp. There was no report from the hosp on this issue. Therefore, there is no info as to how these cracks were formed.

Manufacturer narrative:
The visual investigation showed that the spring component of the returned pliers was cracked. The crack showed an inter-crystalline forced rupture mode due to stress crack corrosion. The crack occurred due to very high compressive forces of the retaining screw. The root cause can be attributed to a mfg related issue of too high tightening forces used to attach the springs retaining the screw.